Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Visual inspection has been performed on the returned reader and the reader appeared to have been de-cased. Internal visual inspection has been performed on the reader's pcba (printed circuit board assembly) and burn marks were observed on the u13 component.the returned reader's battery was measured at 3.49v, which is below the specification range of ( 3.7v to 4.2v). The battery was replaced with a new un-used battery and the reader successfully powered on. A thermal camera was used to monitor the reader's pcba for hot spots and hot spots were observed on the u13 component. The observed burn marks and hot spots are consistent with the customer using a non- abbott diabetes care (adc) power adapter. It is unknown if the customer was using the charging cable and adapter provided by adc. The charging cable and adapter that is provided by adc produces 2.75 watts of power, which is not enough power to produce enough heat to cause the observed damage in returned reader. Therefore, the issue is not confirmed due to a user issue. Dhrs (device history review) for the product was reviewed and the dhrs showed the product met specifications prior to release to distribution. If the power adapter and charging cable are returned, an investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer initially reported that their abbott diabetes care device did not power on. The product was returned and investigated for the power issue, however during investigation internal burn marks were observed. This report is being submitted due to the additional issue observed during returned product investigation. There no was no report of fire, smoke, explosion or shock. There was no report of death, serious injury, or mistreatment associated with this event.